Event description:
It was reported that the sterilized distilled water was not able to drain from foley catheter during the pretest conducted in op room . Per information received via e-mail on 06sep2021, it was unknown about how the issue was resolved.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way silicone foley. Visual inspection of the sample noted 1 three-way foley catheter was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. The balloon deflated passively with no issues. No missing parts. The reported failure could not be reproduce. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterilized distilled water was not able to drain from foley catheter during the pretest conducted in op room . Per information received via e-mail on 06sep2021, it was unknown about how the issue was resolved.